Event description:
The home patient (hp) reported feeling an electrical shock while touching the homechoice cycler after performing automated peritoneal dialysis therapy. On 4/9/2000, the hp reported for the past 3 mornings when hp turned the homechoice cycler off after performing therapy hp felt an electrical shock. Hp related hp did not feel that it was a shock from static electricity. Hp related hp noted some moisture on the heater plate of the homechoice cycler on all 3 incidents, however, hp did not find any leaks in the solution bags being used with the homechoice system. According to the hp, hp had the homechoice cycler plugged approximately into a grounded outlet and did not use an extension cord. The hp subsequently requested a replacement homechoice cycler. There was no patient injury or medical intervention reported.